Manufacturer narrative:
An event of great vessel perforation was reported. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the procedure, a great vessel perforation occurred requiring intervention and transfer to the ICU.